Event description:
The customer reported that the system displayed an error message. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an over the phone evaluation. The customer replaced the technical processor, the floppy drive, the x-ray tube temperature sensor, and the harness. The hard drive was upgraded. The customer reported that the system operates as intended.